Event description:
It was reported that the patient presented to the emergency department (ed) with a suspected pocket infection. Consequently, the pocket was washed and the cardiac resynchronization therapy defibrillator (crt-d) was explanted. Three days later, the patient underwent surgical intervention and this right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.